Event description:
It was reported that this patient received alerts for shock therapy delivered to convert arrhythmia. Review of the episodes was recommended as the shocks were potentially inappropriate therapy for supra ventricular tachycardia (svt). The device remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.